Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred intermittently. The customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was approximately182 mg/dl.